Manufacturer narrative:
Corrections:additional device information - added UDI #. Initial reporter information corrected.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, (B)(4) and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. This was sent to test webtrader on (B)(6) 2016. The original submission date, and this is a resubmission to production.

Event description:
The customer reported she used two tampons and both seemed to disintegrate while being worn. She stated upon removal the bulk of the tampon came out but it was apparent a portion of the tampon had fallen off. She reported small fragments of the tampons came out during the following two days. Two days later she began to develop urinary tract infection symptoms. She saw her pcp and was diagnosed with a urinary tract infection. She took antibiotics for 1 week and now is symptom free.